Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump key did not work, left, down and center key did not work. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated block mode was inactive. Customer was performed self test and insulin pump had hardware low level failure alarm. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with an unresponsive keypad at the "down" and "back" buttons due to moisture damage on the electronic assembly. Unable to perform the displacement test and self test due to unresponsive keypad. Pump error 63 unknown.